Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6), 2012. According to the complainant, after positioning at the bleed, the clip was deployed; however, upon deployment, the clip re-opened and failed to release from the delivery catheter. The device was withdrawn from the patient with the clip attached, and then the procedure was completed using another resolution clip. Reportedly, a slight procedural delay occurred as a result of this event. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6), 2012. According to the complainant, after positioning at the bleed, the clip was deployed; however, upon deployment, the clip re-opened and failed to release from the delivery catheter. The device was withdrawn from the patient with the clip attached, and then the procedure was completed using another resolution clip. Reportedly, a slight procedural delay occurred as a result of this event. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. Additionally, a kink was present in the control wire. The oversheath and sheath grip were not returned with the device. The complaint of failure to release was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.